Manufacturer narrative:
A ge representative evaluated the sys and replaced the sram and calibration files. Sys operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the sys will not boot. No pt injury was reported.